Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. On (B)(6) 2010, the patient developed paraparesis. The physician started treating the patient with a steroid and placed cerebrospinal fluid drainage to treat the paraparesis. On (B)(6) 2010, post-operative follow-up examination revealed a distal type I endoleak. The physician elected to monitor the patient. On (B)(6) 2010, the patient developed ischemic colitis at the sigmoid colon. It was reported that the colitis was not related to the device or procedure. On the same day the physician resected the sigmoid colon and performed a colostomy to treat the colitis.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.